Event description:
This report is to advise of an event observed during analysis confirming exposed wiring of the speaker assembly.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection revealed an exposed wire on the speaker assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The cause of the reported damage could not be determined.